Event description:
It was reported that the patient received several inappropriate shocks due to high rate timeout (hrto) parameters. Therapy was withheld with wavelet match until the hrto. The device remains in use, and adjustments to the device program settings were recommended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Cautery marks were noted on the device can/shield. Tool marks were noted on the device can/shield. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted (B)(4) 2017 due to performance issue/malfunction. No further information is available.